Manufacturer narrative:
The customer¿s reported complaint of free flow was confirmed on the primary disposable IV set, not the pump. Upon functional testing, pump set 1 (with smartsite ID: (B)(6)) was received with a malfunctioning check valve, which allowed fluid from the secondary IV bag to backflow into the primary IV bag. However, the check valve was cleared when priming for timed rate accuracy testing. The second primary IV administration set identified no leaks or check valve malfunction. The log review of the pump and inspection found no programming errors or other issues that would explain a report of over infusion. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The root cause of the customer's report of free flow was identified as a malfunctioning check valve. The cause of the check valve failure could not be identified, as it was cleared during the investigation.

Event description:
It was reported that the secondary flagyl piggyback was started at the ordered rate; however the user observed the secondary drip chamber to be free flowing as a solid fluid column faster than expected while the drip chamber of the primary set filled up with fluid. The infusion was stopped, disconnected from the patient, and tested. Again the drip chamber of the primary set filled while the secondary set appeared to be free-flowing. Also infusing on the right side of the pc unit was a protonix infusion. The pump modules on the left of the pcu were not in use at the time. New devices and tubing were obtained to continue therapy and the event devices were sent to biomed for investigation. No patient harm was reported. The date of event was between (B)(6) 2019 and (B)(6) 2019.